Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, bupivacaine and clonidine via an implantable pump. The indication for use was non-malignant pain. The patient reported that they read her pump and it said her reservoir volume is 13ml. Per the patient when they did the pump implant in april, they put 20ml and the healthcare provider at the hospital thought the volume might be low from where she should be. The agent explained that the programmer calculates how much should be in the reservoir based on the settings so there should be 13ml and that they would need to access the pump to confirm the actual amount in the reservoir. The patient stated that she went to the hospital yesterday and was still there. The patient woke up at 2am because she had numbness from her lower back and into her right leg. The patient stated that it felt like someone had injected her with bupivacaine or maybe a leak. The patient got pain in her lower back and neck and her bp (blood pressure) went up. The patient had a CT scan, and everything appeared to be normal.